Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was intended for left bundle branch area pacing (lbbap) placement, but was not implanted successfully. During the lbbap lead implant, a location was identified and the lead was burrowed into the septum with a standard stylet followed by a stiff stylet. The lead was tested in both unipolar and bipolar, and normal values were obtained after splitting the sheath. Some lead noise was observed, but later resolved after manipulating the suboptimal clip positioning. After tying down the lead and connecting it to the device, significant noise was observed on the rv channel. The lead was then disconnected from the device and re-connected to pacing system analyzer (psa) cables, however there was no sensing and no capture at high outputs. Upon removing the lead, it was determined that there was a kink in the lead body proximal to the ring, severed conductor wires, and helix damage. The procedure successfully completed with a different lead. No additional adverse patient effects were reported. The attempted lead will not be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: device coding updated from a05/mechanical problem to a04/material integrity problem.

Event description:
It was reported that this right ventricular (rv) lead was intended for left bundle branch area pacing (lbbap) placement, but was not implanted successfully. During the lbbap lead implant, a location was identified and the lead was burrowed into the septum with a standard stylet followed by a stiff stylet. The lead was tested in both unipolar and bipolar, and normal values were obtained after splitting the sheath. Some lead noise was observed, but later resolved after manipulating the suboptimal clip positioning. After tying down the lead and connecting it to the device, significant noise was observed on the rv channel. The lead was then disconnected from the device and re-connected to pacing system analyzer (psa) cables, however there was no sensing and no capture at high outputs. Upon removing the lead, it was determined that there was a kink in the lead body proximal to the ring, severed conductor wires, and helix damage. The procedure successfully completed with a different lead. No additional adverse patient effects were reported. The attempted lead will not be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: device coding updated from a05/mechanical problem to a04/material integrity problem. Correction to h6: removed a150202/malposition of device, as the malpositioned clips referred to the pacing system analyzer (psa) cables, not the implantable lead.

Event description:
It was reported that this right ventricular (rv) lead was intended for left bundle branch area pacing (lbbap) placement, but was not implanted successfully. During the lbbap lead implant, a location was identified and the lead was burrowed into the septum with a standard stylet followed by a stiff stylet. The lead was tested in both unipolar and bipolar, and normal values were obtained after splitting the sheath. Some lead noise was observed, but later resolved after manipulating the suboptimal clip positioning. After tying down the lead and connecting it to the device, significant noise was observed on the rv channel. The lead was then disconnected from the device and re-connected to pacing system analyzer (psa) cables, however there was no sensing and no capture at high outputs. Upon removing the lead, it was determined that there was a kink in the lead body proximal to the ring, severed conductor wires, and helix damage. The procedure successfully completed with a different lead. No additional adverse patient effects were reported. The attempted lead will not be returned for analysis.